Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a larger than expected bolus to be delivered. Customer did not deliver the larger than expected bolus. During troubleshooting with tandem technical support, it was found that the customer forgot to enter in a portion of the pump settings, and forgot to turn the carbohydrate feature on. Tandem technical support guided the customer through adjusting the pump settings. Customer's blood glucose level was 120 mg/dl.